Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported by the contact person that the surgeon used the probe plus right angle electrode to cauterize a bleeding vessel at the sub-xyphoid trocar location at the end of the case. The surgeon angled the eps03, so that holes at the distal tip of the electrode shaft were in close proximity to the skin. The contaact person reported that the pt's skin was burned.